Event description:
It was noted during eval of the device by the philips service engineer (fse) that the error message of charge button failure appears on the heartstart mrx.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.